Manufacturer narrative:
Device history file: we investigated the device history file. No rework or failure was documented during the production. We produced (B)(4) pieces with this lot. The final inspection was done 100%. The final inspection is documented dated from 14. April 2015. Failure analysis: the suction instrument has been so badly damaged that only an identification of the article on the supplier code (B)(4) is possible. This suction pipe there is a massive use of force which had the complete destruction of the intake manifold result. The instrument has been misused with security and used with absolutely great violence.

Event description:
Customer initially reports the baron suction tube 4 angled 5fr broke at hub during use in surgery. On (B)(6) 2016 customer reports device broke when suctioning nasal cavity, no harm done, no further information available.